Event description:
On (B)(6)/2009, the patient reported, she has been receiving recurring e10 (cartridge error) messages on her insulin infusion device since she inserted a new cartridge tonight. She said, she has changed the battery and tried 3 different cartridges but each time she received the e10. To troubleshoot, the patient confirmed her device is set to alkaline battery and that she is using the proper battery type. She was instructed to reinsert the battery and go through the change the cartridge process but when her device displayed 'returning piston rod,' it began making a loud and grinding noise and a few seconds later, an e10 displayed. She inserted another new battery and went through the process again with the same results. She said, her device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.